Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a left knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons. A revision procedure has not been reported to date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported a patient underwent a left knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to poly wear. A revision procedure has not been reported to date. Additional information received in operative report noted the patient underwent an left knee arthroscopy on an unknown date. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2002 due to septic arthritis, end-stage destructive arthropathy, and osteomyelitis. Operative report further noted laxity with varus-valgus stressing, dark and cloudy fluid, and pockets of adhesions and scar tissue during the procedure. Cement spacers were implanted. Operative report noted dark, clear fluid and fibrosis during the (B)(6) 2002 reimplantation.

Manufacturer narrative:
Implant date: 2001.

Event description:
It was reported a patient underwent a left knee arthroplasty in 2001. Subsequently, a revision procedure has been indicated due to poly wear. A revision procedure has not been reported to date. No further information has been provided.